Event description:
It was reported that the physician had difficulty advancing the catheter. Upon removal of the catheter it was noted that the tip part had sheared off and was missing. The patient required an additional procedure for removal. The patient was discharged without incident.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Attempts have been made of the hospital for additional information. (B)(4).